Manufacturer narrative:
The investigation determined that higher and lower than expected tsh results were obtained from a level 1 and level 2 non-vitros mas omni immune quality control (qc) fluid lot oim2302 when tested using a vitros immunodiagnostics product tsh reagent on a vitros 5600 integrated system. A definitive cause for the higher and lower than expected mas qc fluid results could not be determined. Vitros tsh lots 6980, 7041, 7170 and 7200 reagent performance issue cannot be ruled out as a contributor to the event as historical qc fluid results indicate a possible reagent issue at the customer site. Within run precision testing carried out by the customer recently indicated acceptable instrument performance. However, as no precision testing was carried out around the time of the events, an instrument issue cannot be ruled out as a contributor to the events. Sample handling and storage is an unlikely contributor to the event as it was established that the customer was following the manufacturer instructions for use, handling and storage recommendations. However, an issue with the mas qc fluids or handling of the mas qc fluids during each test event cannot be entirely ruled out as a contributor to the event as the higher and lower than expected vitros tsh results were isolated to results from mas qc testing over a wide timeframe. As the customer continues to have issues with vitros tsh results from mas qc fluid lot 2302, it was recommended that the ortho tsc request an ortho field engineer (fe) attend the customer site to carry out qc testing using vitros tsh reagent with vitros total thyroid controls (ttc) to determine if the issue is isolated to the results from mas qc fluid lot 2302. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lots 6980, 7041, 7170 and 7200.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected tsh results were obtained from a level 1 and level 2 non-vitros mas omni immune quality control (qc) fluid lot oim2302 when tested using a vitros immunodiagnostics product tsh reagent on a vitros 5600 integrated system. Vitros tsh, lot 6980 mas qc level 1 results of 0.217, 0.204, 0.205, 0.184, and 0.601 miu/l vs. The expected result of 0.135 miu/l. Vitros tsh, lot 7041 mas qc level 1 results of 0.629 miu/l vs. The expected result of 0.135 miu/l. Mas qc level 2 results of 4.68 and 4.68 miu/l vs. The expected result of 19.90 miu/l. Vitros tsh, lot 7170 mas qc level 1 results of 0.096 miu/l vs. The expected result of 0.135 miu/l. Vitros tsh, lot 7200 mas qc level 1 results of 0.083, 0.057, 0.057, 0.059, 0.058, 0.053, 0.055, 0.055 and 0.055 miu/l vs. The expected result of 0.135 miu/l. The higher and lower than expected vitros tsh results were from a non-patient fluid. The customer made no indication that any patient sample results had been affected. There was no allegation of patient harm as a result of this event. This report is number three of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).